Event description:
Complaint received from facility contact. Customer reports that the tubing is separating from the drip chamber before patient use. They are taking the set out of the packaging and they are pulling apart with very little force. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA january 25, 2007. A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.